Event description:
The reporter stated that the surgeon was advancing a 23.5 single piece silicone lens in the msi-pr injector and the plunger over-rode the lens and the lens became stuck in the injector. No pt contact or injury.